Event description:
During the atrial fibrillation procedure, the viewflex catheter was noted to be fractured. After insertion in the patient while putting up the viewflex catheter on x-ray the catheter appeared bent. The viewflex catheter was then removed and the fracture was noted. The viewflex catheter was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11.the catheter was returned due to the reported event of a catheter damage. No fractures were noted along the returned catheter; however, the catheter shaft was found to be kinked proximal to the distal tip. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kink remains unknown.